Event description:
It was reported that the patients' left hip was being revised due to acetabular loosening. Stem was secure and trunnion was in good condition and remained implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event is not confirmed. The device was not returned for analysis. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patients' left hip was being revised due to acetabular loosening. Stem was secure and trunnion was in good condition and remained implanted.